Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was around 230 mg/dl. Customer stated the insulin pump had a crack beyond the corner of the screen and where the laminate was separating. Customer stated he was in the hospital last week for surgery and noticed that the insulin pump had physical damage. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked display window, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No damage noted on the lcd glass. No peeling keypad overlay noted.